Manufacturer narrative:
Technical services discussed possible indication for the out of range shock impedances, and noted that the device is a competitor device. It was also noted that electrolyte changes can impact changes in shocking impedances. Reviewing the system and lead integrity was advices to assure appropriate therapy remains available to the patient. At this time the system remains implanted.

Event description:
Boston scientific received information that this right ventricular lead showed an increase in shocking impedances since the implant. The most recent shocking impedance values were out of range. All other parameters are normal, with only a slight decrease in sensing. An x-ray did not show any abnormalities. A request for review was sent to technical services. No adverse patient effects were reported.